Event description:
The hospital reported that during cadaver training for an endoscopic vein harvesting, the hemopro 2 heating element separated. There was no pt involvement. A replacement device was used to complete the training.

Manufacturer narrative:
The hemopro 2 device was returned to the factory for eval. It showed signs of clinical usage; there was no evidence of blood on the device. A visual inspection determined that the heater wire was detached from the tip of the hot jaw. The device remains under investigation. A supplemental report will be submitted upon completion of the eval. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).